Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebt2106 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient has a powerhickman and she is having pain along with difficulty obtaining blood return at times. She reports not using heparin to lock the catheter she also reports that the clamp is too bulky. Ms&s explained that the powerhickman cvc is an open ended catheter and that it is recommended to lock the catheter with heparin once daily to weekly to prevent complications. Ms&s discussed causes of one way occlusions and recommended that she speak with her physician about administration of cathflo or a dye study to check catheter function.